Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 115mg/dl, 155mg/dl. Test were done < 10 minutes apart with a difference of 26%. Patient did not experience any adverse events. No further informaion has been reported.